Event description:
The pt was in post operation ward. Tested blood glucose with suspect device and blood glucose was 200-210 mg/dl. Did a lab blood glucose and it was between 380-400 mg/dl. The nurse tested the pt's blood glucose on another suspect device and it was 200-210 mg/dl, so she drew blood for another lab blood glucose. The lab blood glucose was 386 mg/dl. The pt was treated with insulin IV based off of the 1st suspect device reading. The pt was then transferred to intensive care unit. The nurse reports a delay in treatment while trying to determine which blood glucose reading was correct.